Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 1:00pm, she reported a blood glucose result of '135mg/dl' with a lifescan meter and '86mg/dl' on another meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her normal diabetes management routine in response to the reported issue. A few minutes after the alleged product issue occurred, the patient claimed to have developed symptoms of being 'disoriented, lethargic and having gray skin tone'. Fifteen minutes after the reported issue began, ems was called in. Inside the ambulance, the patient reportedly was tested on the ems meter (unknown device) and obtained a reading of '50mg/dl' and shortly after, was administered with an IV glucose. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.